Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the lifevest and all over her body. The area was described as itchy. The patient' sister reported that the patient went to the ER due to the itchiness. The patient's doctor prescribed prednisone for the irritation. The patient reported that the prednisone is not helping because when the patient's skin becomes hot she becomes itchy again. The final medical outcome of the irritation is unknown.